Manufacturer narrative:
(B)(6). Date of event: unknown. This report is for four unknown 3.5 cortex screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on june 27, 2016 that the patient underwent a procedure on an unknown date. Postoperatively, the patient had an infection and the hardware was removed intact. The hardware included a 2.7 mm variable angle - locking compression plate (va-lcp) lateral distal fibula plate / five holes / left and approximately ten (10) screws: two (2) 4.0 cannulated, four (4) 3.5 cortex and four (4) 2.7 variable angle locking (val). This report is for four unknown 3.5 cortex screws. This is report 3 of 4 for (B)(4).